Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "broke". The customer declined to provide information regarding the reported event and declined to provide customer information. There was no reported impact to the customer's blood glucose level.